Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. Photographic images were made. (B)(4): evidence that product in specification when used.

Event description:
Allegedly the patient made a bus trip and fell backward into the seat and the component fractured. It was not a fall to the ground, he fell into a soft chair. Normal activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will updated when the investigation is complete. This event occurred in (B)(6).